Event description:
Boston scientific crm received information that this device detected high out of range shock impedances. The local area sales representative was contacted to identify how this was resolved. As of today no additional information has been provided. Additional information was received that this device was explanted electively. The device was later returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.